Event description:
It was reported intermittent occlusion alarms occurred there was no adverse impact to the customers blood glucose level. The customer continued to use the pump for insulin therapy. Reportedly, the customer was using cold insulin and removes air from the cartridge with an empty syringe. These are considered off label use.